Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the response button switch was defective. The cause of the defective response button is the defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) has a defective rear response button. The last patient to use this monitor did not report any deficiencies.